Event description:
Reportedly, an unexpected battery evolution was observed between (B)(6) 2016 (time to rrt inferior to 3 months) and (B)(6) 2016 when rrt was reached (battery impedance was 11kohms). It was reported as well that no aida data were available during the whole device life for unknown reason. The device was explanted and should be returned for analysis.

Manufacturer narrative:
Preliminary analysis showed the device operated within specifications.

Event description:
Reportedly, an unexpected battery evolution was observed between (B)(6) 2016 (time to rrt inferior to 3 months) and (B)(6) 2016 when rrt was reached (battery impedance was 11kohms). It was reported as well that no aida data were available during the whole device life for unknown reason.the device was explanted and should be returned for analysis.

Event description:
Reportedly, an unexpected battery evolution was observed between (B)(6) 2016 (time to rrt inferior to 3 months) and (B)(6) 2016 when rrt was reached (battery impedance was 11kohms). It was reported as well that no aida data were available during the whole device life for unknown reason. The device was explanted and should be returned for analysis.